Event description:
During a function check, the technician found that the left head siderail would not always latch into the raised position.

Manufacturer narrative:
The technician found the siderail latch spring was worn. He replaced the latch spring to repair the bed.